Manufacturer narrative:
The device was not returned to zoll medical. The customer has indicated that the fault was isolated to a faulty ECG adapter. However, zoll medical did not have the opportunity to evaluate the ECG adapter, because it was discarded at the customer's facility. This investigation is closed as no product received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.